Manufacturer narrative:
Please remove serial number (B)(4) as it was entered incorrectly.

Event description:
New information notes that the blood had backed up into the lead all the way to the hub and that was the reason the lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an upgrade, the lv was inserted without issue and there were good thresholds and impedances during psa analysis. The attain mdt deflectable catheter was removed and they noticed the lead had blood inside of it. They connected to the device and received poor thresholds and very high impedances. The lead was then removed and replaced without any issue. The lead was discarded. The patient is stable.